Event description:
Patient had an angioseal placed in femoral artery post neuro/ir procedure. Bedside nursing reported bleed from procedural access site on (B)(6) 2026 at 13:00. Placement of angioseal occurred on (B)(6) 2026 at 09:04. Patient had to have manual pressure applied to resolve hematoma.